Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. An 18-fr gore® dryseal sheath with hydrophilic coating (dsl1828j/15307035) was inserted from the left side, and endoprostheses were deployed successfully. Upon retrieval of the introducer sheath, the left external iliac artery was ruptured. An iliac extender component was additionally implanted to repair the rupture. The patient tolerated the procedure. It was reported that there was a narrow area in the left external iliac artery and a bare-metal stent had been implanted in that area. While the introducer sheath was being advanced through the bare-metal stent, the physician felt strong resistance, which may have caused or contributed to the vessel rupture.